Manufacturer narrative:
Because the complaint reported that four (4) pedicle screws were broken; a separate MDR has been filed for each of the broken screws. The mdrs numbers associated with this event are as follows: 2135156-2016-00005, 2135156-2016-00006, 2135156-2016-00007, 2135156-2016-00008. Device not returned.

Event description:
The patient underwent a 2-level spinal surgical procedure on (B)(6) 2014 with placement of six (6) fortress pedicle screws, six (6) fortress set screws, and two (2) fortress rods. An unspecified anterior interbody fusion was also placed. At an unspecified time following the initial implant procedure, the patient suffered a fall for unknown reasons and reported "popping and pain". CT imaging revealed that four of the six pedicle screws sustained screw shank fractures. The imaging also revealed that the interbody device appeared to be "very well fused". On (B)(6) 2016, the patient returned to surgery at which time all fortress devices were explanted. The distal shank ends of the four broken pedicle screws were unable to be retrieved. Spineology made multiple attempts to obtain additional information regarding this event; however, all attempts were unsuccessful.